Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms during basal and bolus delivery. The customer changed the tubing and infusion site multiple times. The customer's blood glucose (bg) level was in the 500 mg/dl range and an insulin injection was used to address the bg level. Tandem customer technical support (cts) performed a system check on the current supplies and they were found to be functioning as expected. Although the current site has not yet caused an alarm, cts recommended to change the site if another occlusion alarm occurs.